Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported material separation appear to be related to the operational context of the procedure. It was reported that during removal of the guide wire from the anatomy, the wire separated. Analysis of the returned wire noted the separation face of the wire to be jagged. This type of damage is consistent with manipulation of the wire, at a kink or bend. It is possible that the wire sustain damage during the procedure, such as a kink, contributing to the reported separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that right radial access was obtained and while advancing a guide catheter, resistance was encountered therefore a bmw universal ii guide wire was advanced. During removal of the guide wire, the distal part completely separated in the anatomy. The groin was then accessed and a second guide catheter and a snare device were advanced to completely remove the separated part without issue. The procedure was aborted with possible return for the patient on another date. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.